Manufacturer narrative:
(B)(4). (B)(4) - improper or incorrect procedure or method, per instructions for use: under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger, cuffs, link, monofilament and needle tip were not returned, without the return of the related components, the scope of this investigation was very limited and the reported event could not be confirmed. Based on visual and functional analysis of the returned device, the cause for this complaint is due to user error. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency. It was reported that the operator was not trained. Per the proglide instructions for use, this device should only be used by physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device with a 5fr sheath, after a diagnostic procedure. Reportedly, an unspecified device failure occurred. The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. Although the name of the physician was provided, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.